Event description:
After placing the implant for an l5-s1 anterior lumbar inter-body fusion, fluoroscopy images were taken and the surgeon felt the implant needed to be rotated. While rotating the implant, the tip of the implant holder for synfix broke off in the implant. The implant was removed and replaced with another implant. This is 1 of 1 reports for this event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.